Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing. (B)(4).

Event description:
A report received from (B)(6) indicates the device had an erratic screen and the upper graphical user interface liquid crystal display (gui/lcd) had vertical lines across the screen. The event was noted during routine maintenance. There was no pt impact reported.